Event description:
Hosp reports the unit alarmed "fail to cycle" while on pt. Unit locked up with all 888's in display. Pt was manually ventilated and placed on another unit without incident or injury.